Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The filament was calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a kv low error and was not operational. There was no adverse patient involvement reported. There was no patient information reported.